Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via internal communication, the customer was contacted and the customer reported having issues with the sensor. Customer stated during the night the sensor will activate the threshold suspend on the insulin pump. The sensor would be reading 54 mg/dl and when she checks her blood glucose it would be 174 mg/dl. Customer declined being transferred to perform proper troubleshooting on the device. The sensor is not being returned for analysis.